Event description:
On 1/23 distributor received a report of an alleged malfunction of a monitor. The source was notified of representation received from a law office. No other info on the device or any possible involvement of distributor in the alleged injury is available at this time.